Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. A review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Patient fell at nursing home. The patient fractured her femur. Doctor revised bipolar accolade ii stem with a mod hip, trochanteric grip plate, and cables. No unusual circumstances.

Manufacturer narrative:
It was noted that the device is not available for evaluation because hospital retained. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient fell at nursing home. The patient fractured her femur. Doctor revised bipolar accolade ii stem with a mod hip, trochanteric grip plate, and cables. No unusual circumstances.